Manufacturer narrative:
Date sent to the FDA: 03/02/2019. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? Note: patient-reported adverse event of hernia recurrence was reported via 2210968-2018-76864. Patient-reported adverse event on (B)(6) 2011 reported via 2210968-2018-76863. Patient reported adverse event on (B)(6) 2011 reported via 2210968-2018-76862.

Event description:
It was reported by the patient that they underwent laparoscopic hernia repair procedure on (B)(6) 2011 and mesh was implanted. Following the procedure, the patient stated that her life did not return to a normal quality of life. After 2 days in the hospital, she began to feel that something was sticking in her, something was pinching. It was reported that the patient was in agony and pain and had recurrence of hernia. The patient reported that "the" after the first mesh surgery in (B)(6) 2011 that the patient was told by the doctor that ¿there were remarkably few adhesions¿. On (B)(6) 2011, the patient experienced bowel obstruction and emergency surgery took place and a different mesh was inserted. The patient reported that the first mesh had broken up. It was reported that the patient¿s acute pain eased post-surgery. Approximately 3-4 days after the second mesh was inserted, the patient felt sick/nauseous and stated to the hospital staff that ¿she knew something was happening again¿. It was reported that the patient was rushed to hospital again on (B)(6) 2011. A different surgeon removed the second mesh, but was unable to get the first mesh out. Following removal of second mesh, the patient spent a month in hospital and ten days in ICU. The patient reported she returned home and underwent physio, required significant pain relief. The patient reported she was ¿not recovering as she had recovered from previous surgeries¿. The patient reported that ¿something isn¿t right since mesh surgeries¿. The patient reported pains in the ¿pit of her stomach¿, and described it as ¿pressure in lower abdomen similar to a child¿s head bearing down just before childbirth¿. The patient reported they are sometimes unable to walk or move without pain. In 2015 the patient reported they were referred for open surgery. (B)(6) 2015, the patient suffered acute bowel obstruction and required emergency surgery. The patient underwent emergency surgery by open surgery and some bowel was also removed. The patient reported that the information provided to her was that adhesions between the meshes and her bowel were involved in causing bowel obstruction. The patient reported that acute pain eased after the open surgery. The patient has ongoing pain management and the patient reported they are in constant pain in lower abdomen with referral to hips/back etc and ¿nerve pain¿. The patient is on monthly pain injections, on lyrica tablets orally for the ¿nerve pain¿, the dose of which had to be adjusted due to side effects from the pain relief. Additional information has been requested.